Event description:
It was reported that the patient presented in-clinic for a scheduled left-ventricular (lv) lead revision. As previously upon interrogation it was noted that the lv lead had high-capture threshold. The lv lead was explanted. The patient condition was stable.